Manufacturer narrative:
(B)(4). It was reported that the initial procedure was performed in (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported in a literature article that the patient underwent breast surgery to replace tissue expanders with permanent silicone implants on an unknown date and topical skin adhesive was used. Approximately five days post-operatively, the patient experienced erythema of the right breast that began around the incision lines and began to expand outward and on post-operative day 7 the patient went to the emergency room. The patient also experienced an itchy, red, maculopapular rash that spread along the abdomen, back, thighs, chest, and upper arms. Topical skin adhesive was removed from the incisions, the area was washed with soapy water, and the patient was started on a topical steroid cream and a course of diphenhydramine. Within one week of the emergency room visit, the patient¿s rash and symptoms completely resolved and have not returned to date. The patient experienced a diffuse cutaneous allergic reaction.